Manufacturer narrative:
Investigation summary: the DHR was performed and no quality notifications or deviations were found for this batch. The maintenance records were analyzed for the batch and the following order sap# (B)(4) was found related with barrel marking failure. Investigation conclusion: not confirmed: bd was not able to confirm or reproduce the incident in question. Samples/ photos analysis: bd did not receive samples from the customer to analyze. DHR review: the batch was manufacturing during 11/04/2016 until 11/10/2016. The inspections carried out on the marking machine were checked and it was verified that a stop occurred to change the pads and clean the ink-well. Please be advised that the current controls for detecting the defect are performed by visual inspection. Qn/ maintenance review: there are no quality notification (qn). There is a maintenance report record that could lead to this issue and can be consulted by the number sap# (B)(4). Root cause description: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Initial reporter phone and address#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the scale markings of a bd plastipak¿ 1ml insulin syringe were missing, found before use. There was no report of injury or medical intervention.